Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date 26-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) on an unspecified date. Consumer reported: I have never felt the pain I've had this past year. I have always been healthy. There is no doubt in my mind essure was poison for my body. From the moment it was inserted I was in pain. Over the year it was worse I had pain even when not on my period. The bleeding was insane. I felt that my insides were being wrung out though most of the month. Living on 800 mg of ibuprofen is no life. Aside from these issues one tube never blocked. So when and if I was able to be with my husband we had to use a back up birth control although I was supposed to be sterile. We also had issues in our marriage because I was in pain or bleeding most of the time. All tests I had associated with essure were torture. The hsg (hysterosalpingography) test was truly terrifying and the pain beyond gut wrenching. I cried for hours during and after the procedure. Subsequent ultrasounds and biopsies were also awful. I had a hysterectomy 2 weeks ago. I am feeling amazing. I woke up and nothing hurt like it used to. I've lost (B)(6) pounds in 2 weeks, everyone is telling me how amazing my skin looks and how I look so different, in a good way. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain and bleeding. She was submitted to a hysterectomy. These events, regarded as pelvic pain and genital bleeding, are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer related the events to essure therapy and no alternative explanation was provided. Additionally, she stated she felt amazing after the hysterectomy. Thus; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Ptc investigation result was received on 19-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain and bleeding. She was submitted to a hysterectomy. These events, regarded as pelvic pain and genital bleeding, are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer related the events to essure therapy and no alternative explanation was provided. Additionally, she stated she felt amazing after the hysterectomy. Thus; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.